Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. The DHR analysis of the batch (B)(4) shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. The complaint is non-verifiable. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
While inserting glenosphere the tip of the white handled guide broke off.